Manufacturer narrative:
Complaint# (B)(4). The device was not returned to atricure for eval as it was implanted. Device history record reviewed and no non-conformance or re-work noted during mfg process that would be related to the reported issue.

Event description:
It was reported during a procedure the physician applied the clip, on a pt who's left atrial appendage was very hypertrophic. Since the pt's appendage was hypertrophic, it barely fit into the ach245 clip's opening. It is not known if the atriclip sizing tool was used prior to clip selection. Once released, the clip was not able to close completely. After clip deployment, an incision in the laa was made to confirm exclusion. This incision continued to bleed, indicating that the laa was not excluded by the clip. An echo leak was detected. Several sutures had to be applied over the clip to ensure exclusion of the laa. There was no reported effect on the pt.